Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was fired approximately six times then began giving a generator error code to reposition the jaws- even though the jaws were taking average size bites with no metal in the area. After cleaning the jaws several times and getting the same result, the generator gave an error code that said to replace the instrument. Upon inspection of the device, following the case, the nurse and sales rep noticed that the horseshoe shaped electrode had become unattached at the end. There were no patient consequences. The case was completed using harmonic and monopolar equipment.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. The cable was cut from the instrument and as a result no functional testing could be performed. It is possible that a generator code was displayed before the complete disconnect of the electrode from the lower jaw.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.